Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report with investigation results will be submitted, should the set be received for evaluation.

Event description:
Customer reports leakage from the maxguard connector while infusing flolan through a PICC line, via a cadd pump. There was no report of patient harm or medical intervention required. Although requested, no additional patient or event information was provided. Manufacturer report number: 9616066-2014-00562; (B)(4).